Manufacturer narrative:
B5) additional information was received and reported in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the type of surgical procedure was transsphenoidal, the incident occurred preoperatively without the patient in the operating room, and there was no delay reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735991, serial/lot #: -, ubd: unknown, UDI#: unknown h3) a manufacturer representative went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, and instruments. The hardware initially failed due to a non-functioning cd drive. The representative replaced the cd drive, which resolved the issue. Codes b01, c13, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for an unknown surgical procedure. It was reported that the system had issues loading compact discs (cds). During the procedure, six different cds with a patient image were loaded, and none of them mounted. The patient image was obtained by connecting the system to the picture archiving and communication system (pacs) network and downloading the image. The case proceeded without incident. The length of extended surgical time or surgical delay is unknown. There was no impact on patient outcome.